Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty, stent damage was noted. A 4.00x24mm promus element plus drug-eluting stent was selected to treat the unspecified target lesion. Upon taking the stent out of the package, it was noticed that the shaft was bent and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the distal half of the stent was severely stretched distally. The proximal side was unaffected. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).